Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate any similar issue from this lot. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. The additional therapy / non-surgical treatment was a result of the case specific circumstances as a second mitraclip was implanted to stabilize the first clip. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet attachment. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). After the first mitraclip was deployed (actuator knob turned eight times), a single leaflet device attachment was noted. The gripper line was removed. A second mitraclip was implanted to stabilize the first clip. Mr was reduced to grade 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.